Manufacturer narrative:
G4: 03nov2020; b4: 04nov2020. The fse arrived onsite and could not confirm the reported issue as the customer had already replaced the power management bboard and battery to resolve the issue. The fse confirmed with the customer that the device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported to philips that the device went inop. A good faith effort was made and the customer stated that the device was displaying error messages with a continuous alarm: backup alarm failed, aux supply failed, 35v supply failed, and would not power off. The device was not in use on a patient at the time of the event. This issue occurred during the power on self test (post). The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the power management board (pm pcba) was swapped and the issue resolved. The customer requested that the power management board be replaced for this device. A philips field service engineer (fse) was dispatched to the customer site to replaced the pm pcba.